Manufacturer narrative:
Device evaluated by MFR: the coyote balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks. Microscopic examination revealed a hole in the guidewire lumen 106mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a hole in the inflation lumen.

Event description:
Reportable based on device analysis completed on 02sep2025. It was reported that balloon expansion failure occurred. The70% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon was advanced for dilation. However, during the procedure, it was noted that the balloon catheter did not expand well in the lesion. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a hole in the guidewire lumen 106mm from the tip.